Event description:
On (B)(6) 2010, pt reported hyperglycemia due to insulin leaking from the infusion set. He tried samples of a new type of infusion set and used infusion set for 1 day without incident. Blood glucose then increased to approx 400 mg/dl. Pt delivered boluses as a correction, and blood glucose continued to elevate. Pt changed the infusion set, and blood glucose decreased. One day later, pt again experienced elevated blood glucose and noticed the infusion set was wet. He also smelled a strong insulin smell. Blood glucose was 380 mg/dl on the morning of (B)(6) 2010. Pt switched to a different type of infusion set, and blood glucose decreased to 95 mg/dl. Normal blood glucose is 120 mg/dl. The insulin leaked around the infusion set adhesive. The sample infusion sets had a shorter cannula than what he typically uses. Insertion device was used to insert headset, and pt heard "click" when tubing was attached to headset. Insulin was not expired. Infusion sets were discarded and will not be returned for eval. Pt was sent replacement infusion sets with the correct cannula length. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.